Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The concentric 24 x 3.0mm target lesion contained a >=90 degree bend was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x24mm promus element drug eluting stent was advanced towards the lesion but the stent strut got damaged. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified distal stent damage 2 stent struts on the most distal strut row were lifted. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The concentric 24 x 3.0mm target lesion contained a >=90 degree bend was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x24mm promus element ¿ drug eluting stent was advanced towards the lesion but the stent strut got damaged. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).